Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and left total hip arthroplasty on (B)(6) 20016. Patient's legal counsel further reported that a left hip revision procedure took place on march 11, 2010 and a right hip revision procedure took place on (B)(6)2012 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, metal poisoning and metallosis. Additional information provided in a review of invoice history confirmed the initial surgery dates for both hips; however, revision invoices could not be located and it is not known what was removed and replaced during the revision surgeries. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on(B)(6) 2006 and left total hip arthroplasty on "(B)(6) 2016." Patient's legal counsel further reported that a left hip revision procedure took place on (B)(6) 2010 and a right hip revision procedure took place on (B)(6) 2012 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, metal poisoning and metallosis. Additional information provided in a review of invoice history confirmed the initial surgery dates for both hips; however, revision invoices could not be located and it is not known what was removed and replaced during the revision surgeries. Additional information provided in patient medical records indicate that left hip revision procedure performed on (B)(6) 2010 was due to pain, infection, osteomyelitis and loosened prosthesis. The patient's operative report indicates placement of an antibiotic spacer during the (B)(6) 2010 revision and removal of the spacer performed on (B)(6) 2010. The patient's operative report noted inflammation. Additional information provided in patient medical records indicate that right hip revision procedure performed on (B)(6) 2012 was due to aseptic loosening, migrated acetabular component, metallosis, synovitis and capsulitis. The patient's operative report noted cloudy metallosis fluid, synovitis and thickening capsulitis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 5 of 7 mdrs filed for the same patient (reference 1825034-2014-01768 / 01774).